Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: his blood glucose (bg) this morning was 453 mg/dl at 5:30a. He changed site/set at 9a. And bg continues to be elevated. Bg at 2:30p was 409 mg/dl, with moderate increased thirst and headache. Patient gave an injection by syringe of 11 units. Patient denies bent cannula, denies blood at site or in cannula or tubing; no abnormalities at the site. Customer support reviewed pump history and patient confirmed setting correct and history indicates pump is delivering. Patient confirmed smelling insulin and noticed leakage at the luer lock and cartridge when priming, but was able to prime successfully. Patient unable to confirm if insulin coming from tubing or cartridge. Patient confirmed no leakage in the cartridge. Pt confirmed luer lock secure but with priming the insulin was coming out of the end of the tubing and at the luer lock. Cs advised patient to contact his health care provider (hcp) and let him know pump is delivering. If bg continues to elevate get protocol for alternate form of insulin delivery, until he can get home to change out cartridge and tubing. The blood glucose excursion does not meet the criteria for a serious adverse event. This complaint is being reported because the issue of the leaking was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.